Event description:
It was reported that during a laparoscopic gatric bypass procedure, during instrument exchange, the trocar snapped in half while trying to pull instrument out. There was no patient consequence.